Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was observed. Balloon aortic valvuloplasty (bav) was performed and subsequently, the valve dislodged toward the left ventricle. An attempt was made to snare the valve and move it back to its original position. However, the valve dislodged again. Two days following the procedure, a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.